Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when preventative maintenance was performed it was noted that the battery clip was broken and not able to secure nicely on the battery with poor contact. The battery cable was a single wire type with no connected that went directly into the power module internally.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken power module battery clip was confirmed. The returned power module was tested on 08apr2020. The power module¿s battery clip was observed, and one of its metal contacts was bent out of place upon arrival. The plastic behind the metal contact was also broken off, making the contact loose. The clip was replaced with a new component, and the power module proceeded to pass all required testing per procedure. The serviced power module was returned to the customer site. The root cause of the damage to the power module¿s battery clip was unable to be determined through this analysis. Incidental findings: damaged bottom housing. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.